Event description:
During coil embolization, two mini complex fill coils, size 3x4mm were used, the same lot numbers. One coil stretched within the sl10 microcatheter prior to the exit from the mc. The second coil stretched within the prowler mc while repositioning the coil. There was no report of adverse effect to the patient.

Manufacturer narrative:
Section e question 3 occupation manager. This is first of two products involved with this adverse event, which is associated with mfg report# 1058196-2006-00136. The product was returned for analysis, but the evaluation and testing has not bee completed. Additional information will be submitted within 30 days of receipt.